Event description:
It was reported that an alarm 66 occurred with a flogard infusion pump. The facility representative did not indicate when the event occurred; it is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The customer reported problem of alarm 66 was confirmed during device evaluation. The assignable cause was identified as a defective main battery. The main battery was replaced to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.